Manufacturer narrative:
(B)(4)

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 75mm in diameter thoracabdominal aneurysm in zone 4. At implant the patient's proximal aorta measured 42-36-42mm in diameter. It was reported that approximately 16 months post index procedure, a follow up CT scan identified a proximal type I endoleak. It was noted that no additional treatment will be performed at this time. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation completed on 2015-oct-23: review of a pre-implant 3d film report confirmed that the patient had a 7.5cm max diameter taa in the descending thoracic. The proximal neck diameter just caudal to the lsa was 42mm, the proximal seal length was 55mm, and the distal landing zone diameter above the right accessory renal was 25 ¿ 29mm along a 4cm length. There was a pre-existing graft in the right common iliac artery. Review of cta¿s and 3d film report from 14 months post-implant revealed that multiple valiant stent grafts were implanted in the patient. The devices extended from approximately 20 ¿ 25mm caudal to the lsa, into the descending thoracic. There was approximately 40mm from the proximal fabric to the lcaa. The proximal stent graft od measures 41mm and there was a proximal type I endoleak coming from near the proximal edge of the fabric. The max diameter taa measured 6.8cm. The stent grafts were patent and no other issues were seen. Review of cta¿s from 16 months post-implant revealed that the previously seen proximal type I endoleak was still evident. Another area of contrast was seen outside the stent grafts from an unknown source near the mid-length of the devices within the descending thoracic. The stent grafts were patent and no other issues were seen. The cause of the proximal type I endoleak could not be determined from the images provided. The cause and type of endoleak seen in the most recent study also could not be determined.